Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer¿s complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, no scope abnormalities were observed. However, the reported event was likely caused by the following: 1. Inserting or withdrawing endo therapy accessories with excessive force may have damaged the endo therapy accessories. 2. Insertion and withdrawal of the endo therapy accessory by force when the forceps elevator was raised to its maximum height may have damaged the endo therapy accessories. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿inserting or withdrawing endo-therapy accessories with excessive force may damage the instrument channel or endo-therapy accessories cause some parts to fall off and/or cause patient injury.¿ ¿do not insert or withdraw an endo-therapy accessory by force when the forceps elevator is raised to its maximum height. The instrument channel, the elevator wire, and/or the endo-therapy accessories may be damaged and patient injury, bleeding and/or perforation can result. If the endo-therapy accessory cannot be inserted or withdrawn, move the elevator control lever in the opposite direction of ¿u¿ to lower the forceps elevator and insert or withdraw the endo-therapy accessory.¿ ¿hold the endo-therapy accessory close to the biopsy valve and insert it straight into the biopsy valve using slow, short strokes. Otherwise, the endo-therapy accessory could bend or break.¿ this supplemental report includes a correction to g2 and h4 from the initial medwatch. Also, information has been added to d8. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during endoscopic sphincterotomy using this evis lucera duodenovideoscope and single use 3-lumen extraction balloon v, when the physician manipulated the balloon catheter into the bile duct, the insertion part of the single use 3-lumen extraction balloon v ruptured at thirty-seven (37) centimeters from the tip. As a result, it was temporarily left in the bile duct. The remaining balloon catheter was retrieved using a grasping forceps. The procedure was discontinued and another procedure will be planned at a later date. The physician reported experiencing more resistance than usual when manipulating the balloon catheter. As reported, there was no particular abnormality in the scope during reprocessing. There was a small bleeding, as reported and spontaneous hemostasis within the normal range, which was the same as in normal cases. Additional information received that a surgical procedure was performed and was completed successfully without any problems. There were no reports of further patient or user harm associated with this event. Case with patient identifier (B)(6) reports the evis lucera duodenovideoscope used in the procedure. Case with patient identifier (B)(6) reports the single use 3-lumen extraction balloon v used in the procedure.